Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that at the introduction of the catheter and the swg removal, the swg broke which made the procedure difficult. There is no further info available about this procedure. There was no medical/surgical intervention required. There was no consequence to the pt. There was no reported pt death.